Event description:
Event description guidant received information that pre-implant, the battery status check of this cardiac resynchronization therapy defibrillator (crt-d) revealed a montioring voltage of 3.13 and the box value was 3.25. The device was still in storage mode and was checked pre-capacitor reformation. The voltage did not change after a capacitor reformation was performed. The device will be returned for analysis.